Manufacturer narrative:
On (B)(6) 2015, the r&d project manager visually inspected the retrieved implants with the following comment: observing both the explanted liner and femoral head some scratches can be seen, probably caused during the removal phase. On the cup, portion with and without coating can be noted. Few bone can be seen on the external spherical surface. While, observing the explanted screws, no particular sign can be noted. It is not possible from the inspection of the implants determine the root cause of the event. On (B)(6) 2015 it was prepared a final report with the information reported in the initial report and here above. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed. In the initial MDR it was wrongly reported that the medical affairs director made his analysis on (B)(6) 2015, while it was (B)(6) 2015.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015. Lot # 140811: (B)(4) shells manufactured and released on (B)(4) 2014. No anomalies found related to the problem. To date, (B)(4) shells of the lot have been sold without any similar reported issue. On (B)(4) 2015 we received the confirmation that the cup will be available for analysis. On (B)(4) 2015 we requested an update, since it is not available yet. On (B)(4) 2015 the medical affairs director checked the x-ray received and made the following analysis: apparently the cup did not get a good press-fit stability since the beginning. It appears to have little or no interference distally, and maybe the surgeon decided to implant two screws for this very reason. But the screws did not solve the problem and the cup loosened. Also, one of the screws was possibly oriented too ventral and was of excessive length. Perhaps a deeper reaming could have helped finding satisfactory stabilization, but there are many concomitant factors that cannot be assessed from the x-rays only. However, I do not see any reason for corrective action on the device.